Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer had failed. A field service engineer (fse) had inspected the station, unplugged all drawers, and powered up the station. The fse then began plugging the drawers back in until identifying the problem drawer, 5.2. The fse determined that a drawer controller failure was shutting the station down. The fse replaced the failed drawer controller and confirmed that the station tested ok in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen had gone black and was offline on remote smart service (rss). The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.